Event description:
Pt's mother was using an ear candle to help with pain to the pt's ear. The wick of the candle fell into the child's right ear causing 2nd degree burn to the lobe and outer canal. The tm and internal canal is spared.